Event description:
Hosp reported that while operating in alternating current power, the bio-console stopped pumping and would not operate in "dc" power. The bio-console was changed out with no effect to the pt. The pt did expire later due to his original disease.